Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for non-obstructive urinary retention. It was reported that the trial patient ¿pulled the wire from his back¿ when they were taking off a garment. The patient¿s daughter ¿placed it for him again¿. The patient also mentioned they were dehydrated. Follow up and additional information received from the patient on (B)(6) 2018 reported they saw a ¿system error¿. They stated that they saw a code of ox2bc9c2ad along with serial number on handset is (B)(4), pt dob (B)(6). The patient stated that the handset was currently working and that there were no symptoms reported. The trial patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.